Event description:
Cpi received info that the ventak mini implantable cardioverter defibrillator (ICD) and rate sensing leads were delivering inappropriate shocks. The system had several diverted episodes. The physician elected to replace the system. The chronic leads were capped. A new ICD and endotak lead were successfully implanted.